Manufacturer narrative:
(B)(4). The complaint device is en route to our service centre in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel heatlhcare representative that the gas inlet port was broken on an rd900 neopfuff infant resuscitator. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that the gas inlet port was broken on an rd900 neopfuff infant resuscitator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service centre in (B)(4) where it was examined by a trained fph service engineer. Results: visual examination revealed that the gas inlet port was broken. A lot check revealed no other complaints of this nature for lot number 120501. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the gas inlet port was due to some form of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The complaint neopuff device was fitted with a new fascia and valve system and returned to the customer after passing the necessary safety and performance checks.